Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Inhibition of pacing was noted. Programming changes were recommended.